Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8110 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called with error code 353.6650 on syringe unit which has to do with the linear sensor on unit has to be replace, explain to tech the linear sensor output is outside is zero or is outside the acceptable range again will have to be replace. Tech prefer to send unit in for repair confirm level one quote for services repair tech will call back once she has po# setup tech thank me for my assist.